Manufacturer narrative:
Upon reassessment of the reported event, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
Upon reassessment of the reported event, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: 00625006540 bone scr 6.5 x 40 self-tap 61013586, 00620005422 shell porous with cluster holes 54 mm o.d. 61008584, item #: unknown stem lot #: unknown, item #: unknown liner lot #: unknown, item #: unknown sleeve lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2019 -00769 screw, 0002648920 -2019 -00763 cup, 0001822565 -2019 -04570 stem, 0001822565 -2019 -04572 liner, 0001822565 -2019 -04573 sleeve.

Event description:
It was reported that an initial right total hip arthroplasty performed and subsequently underwent revision seven years later of the head and liner due to complications from trunnionosis. The patient underwent a second nine years post initial due to pain, wound complications, and radiolucency with apparent acetabular screw fracture on x-ray. Prior to the revision, the patient underwent a venogram with stenting of the right external iliac vein due to the loose shell occluding the vein. During the revision, the acetabular component was noted to be grossly loose and freely floating within the joint space. Additionally, three soft tissue suture abscesses were noted and excised. The head, liner, and shell were replaced and antibiotic cement beads were placed within the joint.